Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014, the patient was implanted with a bifurcated stent graft , a limb stent graft and a suprarenal stent to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of a type 1a endoleak. A secondary procedure was occurred on (B)(6) 2018. The physician implanted another suprarenal stent to resolve this leak. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 1a endoleak, right renal artery stenosis with subsequent stent placement at the event, strut fracture of the superior cuff and an occlusive device was present in the left hypogastric (implant date unknown) occurred. The complaint is most likely anatomy related due to the initial neck angle of 43 ° with subsequent aortic remodeling and the development of neck thrombus. Procedure related harms for this complaint could not be determined. The final patient status was not reported. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.